Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user no longer had hearing benefit with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. In addition the device was found dislocated from its initial position, it was rotated and far from the edge of the drill mastoidectomy about 30 mm. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user no longer had hearing benefit with the device. The user has been re-implanted.